Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04-apr-2018 with the following findings: a review of the black box showed multiple cs 215 cgm failure alarms. Evaluation revealed a crack in the battery compartment. The pump was unable to pair to a transmitter due a cs 215 warning upon the first pairing attempt. A known working cgm module was mounted but the cs 215 warning was persistent; an unidentified intermittent printed circuit board condition was concluded. Animas corporation (B)(4).

Event description:
The pump was returned for investigation. Evaluation revealed a crack in the battery compartment. Evaluation also revealed an unidentified intermittent condition on the printed circuit board. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 04-apr-2018.